Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent dislodged inside the patient. As a 4.00x16mm promus element plus stent was advanced to the target lesion, it came off the balloon. The physician was able to use a second balloon to bring the stent into the correct position and deploy. There were no patient complications and the patient status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was located in the distal right coronary artery. Vascular access was obtained via the right radial artery. A non-bsc 6f catheter was positioned. A double dilatation was performed using a 2.5x20 mm balloon, then a 4.0x16 mm promus element¿ plus stent was advanced. When attempting to place it, the stent dislodged from the balloon. Then, a 3.0x20 mm balloon was inserted in the stent and it was dilated to 16 bar. Afterwards a complex procedure was performed, consisting of multiple dilatations and the temporary insertion of a second wire distally to the previously placed stent, a 4.0x12 mm and proximally a 4.0x8 mm promus stent were implanted. After the dilatation of the stent crossings, there was a very good final result, as showed by angiography.